Event description:
It was reported that a homechoice device experienced an unspecified alarm after use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the reported event was unknown; however, a check lines & bags alarm was identified during a review of the event history log. A service history review was performed. Internal and external inspection was performed revealing degraded piston foam. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The cause of the condition was determined to be degraded piston foam. To correct the condition, the piston foam was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.